Event description:
It was reported that patient underwent a labral repair procedure that utilized a suture anchor on (B)(6) 2014. During the procedure, the surgeon attempted to insert an anchor and it pulled out of the patient's bone. An additional hole was made and another anchor was used to complete the procedure. There was a 35 to 40 minute delay in the procedure as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.